Event description:
It was reported that a user of the ilet system experienced hyperglycemia with a glucometer reading of 236 mg/dl while using a contact detach steel infusion set and requested assistance for a full supply change, which was completed with troubleshooting and education. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no long-term impairment reported. Investigation included customer interview and troubleshooting guidance for a full supply change. Investigation of this case revealed no device malfunction identified and no component failure observed during the call, with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.